Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse reported that the insulin pump stopped working and customer was admitted in the hospital with diabetes ketoacidosis. Customer's blood glucose was 689 mg/dl. Customer is still in the hospital. Authorized social worker reported back from the hospital to troubleshoot. Customer has not wearing the insulin pump since she was hospitalized. Troubleshooting was done. Customer received no delivery alarm, it was confirmed the set and reservoir was not changed since the customer was admitted. Advised customer to get new reservoir, set and insulin. Insulin did exit the tubing. Performed the high pressure test and test passed. Advised the customer to start with new sets and monitor the insulin pump. No further information provided.